Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor was leaking during storage. The reporter stated that the leak is at the level of the winged luer cap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured february 11, 2016 ¿ february 16, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.